Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "this per is being reported to document revisions that have occurred in (B)(6) studies for dr (B)(6). These studies were retrospective reviews of the institution's database of pts where gmrs was used. The review of the data occurred between (B)(6) 2009 to (B)(6) 2010."